Event description:
A falsely depressed troponin I result of 0.01 ng/ml was obtained on a patient sample. The result was not reported to the physician. The original sample was retested and a result of 5.54 ng/ml was obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely depressed troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result was user error due to an incorrectly aligned sampler.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result was user error due to an incorrectly aligned sampler. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.